Event description:
Consumer relates problems that he is having with the product. Device was implanted in consumer's right hip in 2002. Since that time on two occasions, device has failed to cut off with the hand held programmer. The first time a rep from the MFR traveled to the consumer's home to turn device off. In the most recent event in 2006, the device again failed to shut off and continues as of today to not turn off. Device is intended to stimulate the nerves in the back, thereby preventing pain.